Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator would not interrogate and was in backup vvi mode. The device was approaching an elective replacement indicator. No intervention was reported.